Event description:
It was reported that (1) device was used during a urological procedure. It was reported by the affiliate that the tim20 instrument was difficult to close. Another instrument was used to complete the case. There was no consequence to the pt.